Manufacturer narrative:
On 10/02/2019, mentor received additional information about the event. The suspect medical device was removed from the patient intact. Block h1 ¿is product problem¿ no longer applies to this event. In addition, device code 1546 ¿material rupture¿ no longer applies to this event. The correct device code for this event is 2993 ¿adverse event without identified device or use problem¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/13/2019, mentor received additional information about the event. The explantation date is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (right device) and a mentor memorygel breast implant 350cc gel breast prosthesis (left device) was in a car accident in (B)(6) 2016 and has been experiencing bilateral problems with her breast prostheses since then. A mammogram performed on (B)(6) 2019 confirmed bilateral rupture of the breast prostheses. In addition, a node/mass was discovered on the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.